Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'failed flow' which was reproduced through troubleshooting of the device. The device was tested for flow accuracy at a rate of 40ml/hr and delivered 28.116ml which is a flow accuracy error percentage of -29.71% and outside specifications. The reported condition was verified. Visual inspection identified a screw lodged between the cam shaft and valves as the assignable cause. The cam shaft assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump 'failed flow' during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.